Event description:
On (B)(6) 2025, a patient underwent for an ultrasound guided ascites percutaneous drainage catheter placement procedure using navarre opti drain. During the procedure, there was leakage at the sure-loktm. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows the partial view of an implanted drainage catheter was attached to red color external connector. The provided photo was unclear, and no anomalies were observed. Therefore, due to the absence of supporting evidence, the investigation is inconclusive for reported fluid leak issue for both devices. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for an ultrasound guided ascites percutaneous drainage catheter placement procedure using navarre opti drain. During the procedure, there was leakage at the sure-loktm. The procedure was completed by using another device. There was no reported patient injury.